Event description:
Oxygen port breaking off of rear housing on resuscitator after about one week's use. Customer reports breakage during a brief period of one or more weeks. Normally uses for 3 months. If oxygen port were to break during an occasion in which the resuscitator is the sole source of ventilation and oxygen, oxygen may become unavailable to the patient; however ventilation would still remain available with this self-inflating resuscitator. An oxygen dependent patient could have some risk of injury.